Event description:
It was noted that the lead wires were implanted down too low. It was noted that the device was in a bad place on the patient's hip. It was noted that the device was not put in deep enough.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had to be taken out because it "hurt the patient all the time". The reporter indicated that the ins was implanted "incorrectly". It was also noted that the patient had a stroke in (B)(6) 2005 and had had "more strokes" since then. It was unclear how many strokes the patient had had. If additional information becomes available, a follow-up report will be submitted.